Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01334, 0001822565-2022-01336, 0001822565-2022-01337, 0001822565-2022-01338. Medical product: unknown nexgen articular surface. Unknown nexgen tibial tray. Unknown tm cone. Unknown stem. Foreign: (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Rossi, s., perticarini, l., ghiara, m., jannelli, e., cortesi, l., & benazzo, f. (2022). High survival rate at mid-term follow up of porous tantalum cones for bone defects in revision total knee replacement: a 3-11 years follow up report. The knee, 35, 175¿182. Https://doi.org/10.1016/j.knee.2022.03.007.

Event description:
It was reported that a patient underwent a hematoma drainage procedure with no revision of product. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 it is reported in a journal article a post operative hematoma developed. The article indicates associated minor surgical intervention was performed to drain the hematoma but remains implanted. Hematomas can occur in relation to surgical procedures and risk increases with the use of post operative dvt prophylactic medications. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.